Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having stimulation in the wrong location and uncomfortable stimulation. They were having problems with their machine as the therapy was too intense and it was going down their whole leg. They connected to the implantable neurostimulator (ins) and found that the stimulation was on and they were using program 2 at an amplitude of 5. They lowered it to 3.9 v and then was feeling stimulation at a comfortable level in the target location. They noted that they would monitor the symptoms and contact the healthcare professional (hcp) as necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a return of frequency and a loss of therapy. The patient stated that she tried increasing stimulation up to 4, but then felt stimulation in the wrong location. The patient described feeling stimulation in the leg, behind the buttocks when stimulation was increased past 3.9. If stimulation was decreased to 1.4 the patient then stopped feeling stimulation. There were no trauma or falls that were related to the issue and after changing to program 2 and lowering stimulation from 4 to 3.3 and then increasing to 4.4 the patient felt comfortable stimulation in the target area. The patient was advised that if her symptoms do not improved she should follow-up with her healthcare provider (hcp). Patient status is unknown at the time of this report and these changes were not reported to be sudden in nature.